Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.

Event description:
Complainant alleged that during biomed testing, the device's ready for use indicator toggled between a red x and green check. Complainant indicated that there was no patient involvement in the reported malfunction.